Manufacturer narrative:
Manufacturer's analysis conclusion: the pump remains implanted and the patient continues on vad support. No product was returned to the manufacturer for analysis. Examination of the submitted photo confirmed damage to the outer silicone sleeve of the patient¿s driveline. Rescue tape was applied to secure the area. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device:9 years, 5 months, 1 day. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2009. It was reported that patient's driveline with the internal wires exposed. However, on (B)(6) 2018, manufacturer's technical service representative evaluated the percutaneous lead and reported that no exposed wires were observed. A tear in the percutaneous lead was observed which exposed the bionate jacket. A second evaluation was scheduled. The affected area was secured with taped. There were no driveline replacement performed. Patient was asymptomatic. No further information was provided.